Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not shown as current. A technical support specialist (tss) dialed into server and restarted the external messaging services and all net services. Then the tss ran the downtime query and confirmed that the messages were shown as current. Further the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not crossing over all pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.